Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 170 units of insulin. Subsequently, cartridge change errors occurred with multiple cartridges during the load sequence. The customer reverted to manual injections for insulin therapy. Customer's blood glucose was 200 mg/dl.